Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 3006705815-2022-16055. It was reported the patients leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a single lead of different model to resolve the issue.